Manufacturer narrative:
Siemens reviewed the instrument log provided by the customer. The suspected hgb result of 5.7 g/dl performed on (B)(6) 2019 could not be located within the instrument log, rp500 sn (B)(4). Further investigation is not possible due to insufficient evidence. The complaint preparer confirmed there is no further information for this event. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens healthineers service personnel discussed sample handling technique with the customer and advised the customer change their measurement cartridge and perform quality control. The instrument is operating as intended. Data logs were provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results from an rp 500 analyzer. There is no report of injury due to this event.